Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 311 mg/dl at the time of the incident. The customer also reported that the insulin pump was stuck in rewind after changing the set and got compromised force sensor system alarm. The customer declined troubleshooting for high blood glucose. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with loose or protruded drive support disk. Device unable to prime during prime test due to loose or protruded drive support disk. No compromised force sensor system alarm noted. Motor error alarm during basic occlusion test due to loose or protruded drive support disk. Device passed displacement test and rewind. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. No battery out limit alarm noted. Motor passed motor test.